Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose of 50 mg/dl. The customer indicated that she suspended the pump and treated and blood glucose went to 300 mg/dl. Customer indicated that the numbers need to be adjusted in the pump and will reach out to her diabetes educator. Customer declined further troubleshooting.